Event description:
It was reported that there was an elevate short interval counts (sic) and non-sustained tachycardia episode on the right ventricular (rv) lead. It was noted that there was a decreased impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dvbb1d4 implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), 148 of 518 lifetime ventricular sic occur since (B)(6) 2013. One non-sustained tachycardia episode of less than 220 ms v-v cycle is recorded on (B)(4) 2013.